Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that advanix rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in ampulla and common bile duct on (B)(6) 2017. According to the complainant, when they attempted to deploy the advanix rx biliary stent, the guide catheter was stuck and the stent would not deploy. Further attempts to deploy the stent caused the guide catheter to stretch and break off inside of the stent. The physician used a stent grasper to remove the stent and the piece of guide catheter still inside of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation of the returned device found that the devices have evidence of excessive manipulation. The distal section of the guide catheter was broken approximately at 1.5 cm from the proximal end of the guide catheter, the small section was still attached to the delivery system and the other section was completely separated from the delivery system. The stent was lodged in the section separated from the delivery system, also the most distal section of the guide catheter was kinked in several locations and it is stretched. The proximal section of the pull wire was broken and it was not returned with the device. The push catheter was kinked in several locations. The suture was detached from the push catheter and it was lodged in the stent. The suture knot was untied, it was evident that the suture was tied at one point based on the twists found on the suture; the shape of the twists appeared there used to be a knot. The proximal end of the stent was severely damaged/deformed and the distal tip of the stent was also deformed. The suture hole of the stent was torn. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to bends and kinks in the catheters which would cause difficulty deploying the stent, this condition can cause that the stent hits against the push catheter during attempts to deploy it consequently causing the damages observed in the stent. Continued attempts to deploy the stent can cause the guide catheter gets stretched, ultimately if the pull wire is forcibly retracted it can result in the guide catheter/pull wire breakage and suture detachment. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that advanix rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in ampulla and common bile duct on (B)(6) 2017. According to the complainant, when they attempted to deploy the advanix rx billiary stent, the guide catheter was stuck and the stent would not deploy. Further attempts to deploy the stent caused the guide catheter to stretch and break off inside of the stent. The physician used a stent grasper to remove the stent and the piece of guide catheter still inside of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".